Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the trunk cable was cut, which severed the red (can h) wire. The cause of the non-functional therapy electrodes is the cut wire. The root cause of the cut wire is physical abuse. No adverse event resulted from the cut wire.

Event description:
A zoll distributor electrode belt sn (B)(4) indicating that it would not communicate properly with a test monitor.